Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw1232 showed two similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported that this patient had the catheter placed on march 8 and was recently admitted to hospital for late chemotherapy. The nurse revealed that after the dressing was uncovered during maintenance, the catheter was found ruptured near the extension tubing. The rupture occurred with the external portion of the catheter. Subsequently, the nurse removed the catheter and no more catheters were indwelled.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a rupture in the catheter was confirmed, but the exact cause could not be determined since the returned sample was incomplete. Two sections of 4 fr single-lumen groshong catheter tubing were returned for investigation. The proximal segment was attached and secured to the groshong nxt connector. The tubing extended 4mm from the distal end of the oversleeve. The break site exhibited an uneven break surface with granular surface texture. The distal segment of tubing contained the 8cm ¿ 36cm depth markers. The broken end of the catheter that matches the uneven break surface had been trimmed away and was not returned for investigation. The cross section at both the proximal and distal ends of the distal catheter segment exhibited a glossy and striated surface, which is consistent with a cut made with a sharp instrument, such as scissors. The black tip of the catheter was visible in the photo and video that were provided by the complainant, which indicates that the catheter was trimmed before it was returned for investigation. A tactual investigation revealed material necking at the 35cm depth mark when a 3cm segment of tubing was lightly stretched. The necking is consistent with weakness in the tubing from plastic deformation caused by stretching the material beyond its elastic limits. No significant elastic weakness was observed in the catheter segment extending from the oversleeve. The wall thickness was found to be within specification and a review of the manufacturing records showed no rejections for the extruded tubing lots and catheter sub-assembly lots. Since evidence of a rupture in the catheter tubing was observed on the returned sample, the complaint was confirmed. The material weakness in the distal catheter segment indicates that tensile (pulling) stresses could be contributing factor; however, since the sample was incomplete, the specific root cause could not be identified. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that this patient had the catheter placed on march 8 and was recently admitted to hospital for late chemotherapy. The nurse revealed that after the dressing was uncovered during maintenance, the catheter was found ruptured near the extension tubing. The rupture occurred with the external portion of the catheter. Subsequently, the nurse removed the catheter and no more catheters were indwelled.